Event description:
On (B)(4) 2014, our affiliate in (B)(6) reports patient who stated she sought medical attention on (B)(6) 2013 for red eyes ou. The patient denied pain or itching. The patient used otc eye drops without success. She went to the local hospital and was diagnosed with scleritis. She was prescribed unknown eye drops but had stopped using them at the time of the report. The patient reported a temporary decrease in vision and was continuing f/u visits at the time of reporting. The visits were expected to last two more weeks. The patient has stopped wearing lenses for 6 months but hopes to continue lens wear. Scleritis is not typically considered a contact lens related injury. However, no patient history has been provided to indicate systemic disease, such rheumatoid arthritis or other connective tissue disease, which is the usual causative factor. This injury is being reported as worst case. This report is for the right eye. The left eye is reported on mw 1033553-2014-00010.

Manufacturer narrative:
If add'l info is rec'd, will report within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings. Product was not rec'd for evaluation. A device history review was performed: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. No quality events associated with this lot. The lot history review indicated lot 2521080102 was manufactured under normal conditions. Scleritis. Device not returned. No evaluation will be performed. No conclusions can be drawn.